Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site and recreated the problem by performing splld check over reagent rack. Tip # 11 did not pipette any liquid. The fe replaced tip clamp # 11, plunger clamp # 11, and tip clamp sleeve # 11 to correct the problem. The fe performed splld and customer software checks successfully. Repairs have returned this instrument to expected operation.